Manufacturer narrative:
This report is submitted on september 10, 2018.

Event description:
Per the patient's surgeon, the patient developed a cholesteatoma and subsequently the device was electively explanted on (B)(6) 2018. The patient was not reimplanted with a new device during the same surgery.